Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the medication was administered to the correct patient but pulled from the system under the incorrect patient. A technical support specialist advised the customer to reach out to pharmacy so that the incorrect patient didn't get billed unduly. The system functioned as intended after the technical support specialist advised the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, item carvedilol 6.25 mg was issued to the wrong patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, item carvedilol 6.25 mg was issued to the wrong patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.